Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. The most proximal stent strut was slightly flared. Deformation was evident to the 31st distal stent wrap with struts raised. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Image analysis: the images capture a lesion site in the lad as reported by the account. The images capture what appears to be pre-dilation of the lesion site. The images then show further treatment of the vessel with unidentified devices. There were no images capturing the attempted delivery of the resolute integrity 3.0x34mm stent, and the subsequent stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the lad. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the devices. Excessive force was used. It was reported that stent deformation occurred in vivo during positioning. The strut of the stent was deformed because of the vessel tortuosity. The procedure was completed using a non-medtronic device. No patient injury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.